Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the luer hub of the cypher select plus 3.0 x 18mm stent delivery system (sds-device #1) cracked while the inflation device was being attached. The event occurred prior to use in the pt. Another cypher select plus 3.0 x 18mm sds (device #2) was selected and the luer hub of this device also cracked while the inflation device was being attached prior to use in the pt. The target lesion for the procedure was the left anterior descending (lad). The lesion was reported to be heavily calcified and not a bifurcation lesion. The case as delayed for approx twenty minutes. The procedure was reported to have been completed successfully using the same like product. There was no reported pt injury. Additional info has been requested.

Manufacturer narrative:
The product is available for eval and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2009-01407.